Event description:
It was reported, the camera head malfunctioned, and the customer noticed the ¿light not coming through the head¿ . There were no reports of patient harm.

Manufacturer narrative:
E1 postal code: (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The allegation of the ¿light not coming through the head¿ was not reproduced. In addition, no new fault phenomena were reported in the inspection by the repair department. Therefore, it was determined that the product specifications were met. A device history review revealed no issues that would have caused or contributed to the reported issue. This issue is addressed in the instruction for use (IFU): precautions (warning): if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Connection to the video system center (warning): push the video connector into the video system center until it clicks, then confirm that the video connector is securely attached by pulling it gently. Improper connection will damage the image sensor, so that no image could be displayed the image sensor, so that no image could be displayed. The root cause of the reported event could not be established. Olympus will continue to monitor the field performance of this device.